Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue, however, a review of the event trace review revealed several ¿inop¿ conditions. Carefusion replaced the hybrid board to correct inop conditions. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator would not completely boot up. While in service, a review of the event trace log reviewed several inop conditions. This reported issue was discovered while in service, therefore there was no patient involvement.